Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that patient underwent an implantation of an intraocular lens (iol) which was explanted in a secondary procedure in the same day due to patient preference regarding the diopter size. It was stated that there was an incision enlargement. Patient reported to be doing well. It was stated that there was no issue attributed to the quality of the lens.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection: the returned sample was inspected at 10x microscope magnification. The lens was damaged: the optic was cut and cracked and a broken haptic was observed. The conditions observed are consistent with a lens that has been explanted. Also, lens had surface residuals adhered to both sides of optic body compatible with handling the lens out of sterile environment. No manufacturing related issue was identified. The condition of damaged lens did not allow performing diopter measurement. At the time of manufacture the lens was measured for diopter power, resolution and contrast and found to be within specification. All pertinent information available to the manufacturer has been submitted.